Manufacturer narrative:
Event description: it was reported that the patient was admitted in the emergency room after a periprosthetic fracture of the proximal femur as a result of a fall. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Letter from the surgeon dated (B)(6) 2021: the patient received a total hip endoprosthesis consisting of a cls cup combined with metasul pairing and alloclassic stem on the left side approximately in 2000 in the hospital spital zollikerberg. The surgical report is no longer available. The patient was hospitalized on emergency because of a periprosthetic fracture due to a fall. Until then he was free of complaints. At admission the cobalt and chromium levels in blood were < 2 m/l in whole blood even though the cup had an inclination of 55°. A long-term follow-up is not yet available as the patient is still in the early postoperative recuperation. However, the histology clearly showed a wear particle reaction due to metallic particles. In addition, a wear particle reaction due to polyethylene was present. Lab report: date of receipt 24 jul 2021, date of sample taking (B)(6) 2021. Results: cobalt 11 nmol/l (reference < 66.0 nmol/l). Chromium 24 nmol/l (reference < 75.0 nmol/l). Surgical report of revision, on (B)(6) 2021: diagnosis: multifragmentary periprosthetic fracture type ucs b2 after implantation of a total hip endoprosthesis (lateral, alloclassic sl stem, cls cup, metasul insert) left implanted (spital zollikerberg) approximately in 2000. Indication: the patient suffered the above mentioned fracture due to a fall from a chair. Because of this the indication for a transfemoral explantation of the stem and cup and implantation of a modular revitan stem is given. Until the accident the patient was always active and did not have complaints with the bilateral hip prostheses. He is hiking a lot and did not need crutches. Technical procedure: the existing old scar of the lateral approach is excised and the incision is extended distally and proximally. The intertrochanteric bursa is resected, a subvastus approach is used and the fractured femur prepared. The osteotomy is performed from the distal part of the fracture to proximal along the linea aspera. The trochanteric osteotomy is conducted. The ventral capsule is excised in toto and samples are given for histology and bacteriology. The femoral flap is lifted and the stem removed. Microbiological samples are taken. The metasul insert is removed and the cup is removed without problems by deforming the segments of the cup. Bacteriological samples are taken from the acetabular bottom. The acetabulum is well preserved and reamed until size 56. A trial cup shows good fixation and a definitive allofit cup 56 mm/kk is impacted in desired orientation. The cup exhibits a good fixation a durasul alpha insert kk/36 mm is impacted. Further, the report documents the steps to implant a straight revitan stem (18x140, 65 mm) with a biolox delta 36 mm m-head and the refixation of the diaphyseal fragments of the proximal trochanter. Histological report, input 08 jun 2021, output 14 jun 2021: clinical information /question: periprosthetic femoral fracture with total hip endoprosthesis left. Indication for infection? Material: 1. Capsule, 2. Interface cup. Diagnosis: joint capsule (left hip) with villous synovial membrane hyperplasia with pronounced stromafibrosis and capillary proliferates with low acute and subacute fibrinous inflammation, including bone sequestrum with surrounding connective tissue necrosis and perifocal granulocyctic infiltration (40 pmn/ 10 hpf), macrophage proliferates with phagocytic blackish micro-particular non-birefringent wear (corresponding to metal wear or ceramic) and micro- and macro-particular birefringent wear (corresponding to polyethylene) and poor siderophages. Fibrous periprosthetic membrane (cup left) with expanded connective tissue necrosis with small granulocytic infiltration (16 pmn / 10 hpf) and dystrophic calcification as well as vital parts of connective tissue with superficial capillary proliferates, expanded macrophage proliferates under inclusion of micro-particular blackish non-birefringent wear (corresponding to metal wear), siderophages and inclusion of cancellous trabecula with signs of appositional bone remodeling. Comment: ad 1. + 2. The small granulocytic infiltration in both samples is associated with the tissue necrosis and is consequently differential diagnostic rather necrosis related and less assigned to a local infection at known femoral fracture. Because of the morphological diversity of the in general moderate wear, the knowledge of the composition of the prosthesis is to put in correlation: prosthetic components? X-rays: six x-rays were received which are numbered but do not indicate a taken date. It is assumed that always a pelvic overview and a second view belong to one taken date whereby one is before the fracture, one shows the femoral fracture and one is after the revision surgery. The x-ray named rtg 1 shows the situation before the fracture. On both sides uncemented total hip endoprostheses are implanted. On the right side a polyethylene / ceramic pairing is present. On the left side a alloclassic stem and a cls cup combined with a metasul pairing can be seen. The inclination angle of the cls cup was measured and amounts to approximately 56°. It could be possible that there is a crack visible in one of the segments of the cls shell. The stem is in a slight varus position. Otherwise the situation of the right hip appears to be inconspicuous. The x-ray named rtg 2 is a second view of the right hip. Compared to the previous pelvic overview the x-rays named rtg 3 and rtg 4 exhibit a multifragmentary periprosthetic fracture of the left proximal femur. It seems that the possible crack in one of the segments of the cls shell is more clearly recognizable. The x-rays named rtg 5 and rtg 6 show the situation after the revision surgery with the newly implanted components (allofit cup and revitan stem) and several cerclages fixing the femoral bone fracture. Product evaluation: visual investigation: according to the surgical report of revision surgery as well as the x-rays at hand the cls shell was revised as well, however not received for investigation. In the as-received condition the metasul head was still mounted on the alloclassic sl stem. For easier handling and also permitting investigation of the taper surfaces the parts were disassembled. Before the stem to head position was marked. The alloclassic sl stem shows bone attachments on all anchoring surfaces. Damage, most probably due to the removal of the stem, in the form of scratches and instrument marks is visible mainly in the most proximal area of the stem. The stem taper is slightly dark discolored. The taper of the metasul head was inspected more closely using a low power microscope. Slight surface changes due to corrosion and fretting can be observed on parts of the contact area with the stem taper. On the head¿s bevel damage can be seen which probably derived from the disassembly. On the articulation surface of the head a borderline between the loaded and unloaded area is recognizable under certain lighting conditions. Partially, there are organic deposits present close to the equator along the borderline in the unloaded area of the surface. The articulation surface was inspected under the microscope at 200-times magnification with differential interference contrast (dic). The borderline between the loaded and unloaded area is well recognizable. In the loaded area the carbides, which protruded slightly in the original surface state, are leveled while they are still visible in the unloaded area. Further, in the loaded area zones with possible smears and/or pits can be observed. On the articulation side of the cls insert numerous fine and some coarse scratches can be seen on the articulation surface of the metasul inlay. During closer inspection of the latter with a low power microscope a possible borderline between the loaded and the unloaded area close to the bevel of the inlay could be found. The appearance of the bevel itself does not point to a rim loading situation. Additionally, a smearing along the bevel on the spherical calotte was found in the quadrant of the polyethylene liner opposite to the one with the cut-ins possibly deriving from a chisel during revision. At the location of the cut-ins small whitish areas with subsurface cracks can be recognized. Besides several scratches and indentations, the rim of the liner also shows some cracks in the polyethylene. Obvious subsidence / tilting of the metasul inlay in the liner cannot be seen. On the anchoring side of the insert there are no indentations from the shell¿s contour in the polar region but in the area of the thread all slots of the shell are recognizable. The latter start from the most proximal crest of the thread or slightly above on one half of the insert and one or two crests lower on the other half. There, two of the indentations deriving from the slots are also visible on the small rim and seem to be more pronounced. In the segment between these indentations from the thread are present in the area originally having no thread close to the equator. Comparing this area to the adjacent ones, the thread and the indentation of the thread has a slight slope. Further, in the small rim a worn groove is visible. On approximately 5 mm of the length of the groove the polyethylene is worn through. At least one of the crests of the thread is damaged / sheared off. Adjacent to this segment a further segment exhibiting an indentation of the thread in the area originally having no thread can be recognized. There, most of the small rim is missing. In two segments on the other half of the insert the crests of the thread are partially damaged/sheared off. The thread is partially worn and also shows signs of oxidation. The latter exist especially in the zone of the damaged/sheared off crests. Wear measurement: the wear measurement was carried out on a 3d measuring machine. The wear map of the insert did not show a clear wear zone. Therefore, it is not possible to determine a wear value. However, the measured diameter of the insert is still within the manufacturing tolerances. For a metasul-pairing with diameter 28 or 32 mm retrieved within the first year an average wear of 27.8 ¿m / year per pairing was found. Retrievals explanted after two and more years in-vivo had an average wear rate of 6.2 m / year per pairing. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: after approximately 21 years in vivo the total hip endoprosthesis had to be revised due to a fall of the patient resulting in a multifragmentary periprosthetic fracture of the left proximal femur. Until the accident the patient did not have complaints with his bilateral hip replacements and was always active including a lot of hiking. At admission in the hospital the cobalt and chromium level in whole blood were measured and found to be low (< 2 ¿m/l) and within the given reference values. During revision surgery the alloclassic stem and the cls cup combined with a metasul pairing were replaced by a revitan stem, an allofit cup with a durasul alpha insert and a biolox delta head. For investigation only the alloclassic stem, cls metasul insert and metasul head were received but not the cls shell. Based on the investigation the reported event can be confirmed. The alloclassic stem shows bone attachments on all anchoring sides until the height of implantation and is otherwise inconspicuous. Even though the cls cup had an inclination angle of about 56°, signs of rim loading could not be seen on the articulation surfaces of the metasul pairing. On the articulation surface of the inlay a possible borderline between the loaded and the unloaded area close to the bevel of the spherical calotte was found but the wear map did not exhibit a clear wear zone. Therefore, a wear value could not be determined. Compared to the annual wear value of the head can be considered low. On the taper of the head slight surface changes due to corrosion and fretting could be observed on parts of the contact area with the stem taper. The reason for this remains unknown. The surgical report did not further specify how the insert was removed from the cls shell. It seems that the cls insert was levered out of the shell instead of unscrewed. This could have resulted in the damaged / sheared off crests of the liner¿s thread. On the anchoring side of the insert the two segments where indentations from the thread are also present in the area originally having no thread match to the area where the smearing was found along the bevel on the spherical calotte of the metasul inlay. The reason for the smearing is unknown. As the inclination angle of the cup was rather steep it can be assumed that the head articulated rather in the area of the bevel of the spherical calotte than against its center. Due to this a probably higher load acted on one or two segments of the cls shell which could have led to a fracture of these. Indications for a potential fracture of the shell are: possible crack seen on the x-ray already present before the patient¿s fall two indentations on the anchoring side of the insert deriving from the shell¿s slots seeming to be more pronounced the indentation of the thread between the above mentioned having a slight slope. Because in the surgical report of revision surgery a fracture of a segment of the cls shell was not documented and the shell itself was not received for investigation a fracture cannot be directly confirmed. A possible fracture of the shell could also have permitted more micromotion between the insert and the shell leading to polyethylene and metal wear particles. The appearance of the anchoring side of the cls insert (partially worn thread and worn groove in the small rim) clearly points to micromotion between the shell and the insert. Possible fracture surfaces of the shell rubbing against each other could be as well an additional source for metal wear particles. In both tissue samples taken during revision surgery sent for histological examination blackish micro-particular non-birefringent wear (corresponding to metal wear or ceramic) was found. Further in the resected joint capsule sample micro- and macro-particular birefringent wear (corresponding to polyethylene) was observed. The histological report comments that the small granulocytic infiltration in both samples is associated with tissue necrosis and less assigned to a local infection at known femoral fracture. However, the question about the composition of the prosthesis is raised because of the morphological diversity of the in general moderate wear. Due to the composition of the components of the prosthesis ceramic wear particles can be excluded. In summary it could be concluded that the wear particles detected in the histological samples can rather be attributed to micromotion between the cls insert and the shell (also including wear particles deriving from a potential fracture of the shell) than to wear particles originating from articulation wear of the metasul pairing. It remains unknown if the slight surface changes on the head taper could have contributed in any way to the findings of the histological examination. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we identified the root cause to be the fall of the patient resulting in a multifragmentary periprosthetic fracture of the left proximal femur. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
Medical product: metasul alpha insert, catalog#: unknown; lot#: unknown. Alloclassic sl cup, catalog#: unknown; lot#: unknown. Therapy date: (B)(6) 2021. The manufacturer received x-rays, surgical reports and lab results and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that there was a periprosthetic fracture of the proximal femur as a result of a fall. Patient was revised for the same.